Event description:
It was reported that pt underwent total hip arthroplasty on (B)(6), 2007. Subsequently, pt's hip dislocated and revision procedure was performed (B)(6), 2007.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. (B)(4): eval in process but not yet complete. Upon completion of the eval, a follow up report will be sent to the FDA. This report filed on (B)(4), 2008.